Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was lost to follow-up. No capture was observed on the lead and the pli had increased. Review of the pli trend showed gradual increases since implant. The patient has not received any hv therapy. No noise was noted during manual testing. The lead was capped and replaced.